Event description:
The customer contacted baxter's (B)(4) regarding a check patient line alarm which occurred on the homechoice during initial drain. The registered nurse (rn) reported a lot of air in the patient line. The tsr recommended rn start over with new supplies and assisted with ending therapy early. There was no patient injury or medical intervention indicated at the time of the initial report.

Event description:
Caller states patient received results of 99 mg/dl and 30 mg/dl within 4 minutes on the advantage system. Patient had low blood glucose symptoms with these results. Patient was treated with d50 "glucose" and tested 240 mg/dl on the advantage system within 5 minutes of the reported values. Caller states he may have had alcohol residue on his hands during the first test. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.